Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/06/2008, 06/23/2008, and 06/25/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/03/2008.

Event description:
A surgeon reported having a pt with chronic glare issues following bilateral intraocular lens (iol) implant surgery. Approx two months following surgery, the iol was exchanged. The pt is very happy with new lens and no longer reports glare. There are two medical device reports associated with this event. This report is for the right eye. Add'l info was requested.